Manufacturer narrative:
The subject device was returned to olympus china. Olympus china checked the subject device and confirmed that there were pieces of paper in the air/water nozzle, and also found that the foreign materials could not be removed even if the correct reprocessing was performed due to the buckling of the air/water nozzle. There was the possibility that insufficiently or incorrectly reprocessed subject device might be used for next procedure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, the caution described in the instruction manual and similar past cases, omsc surmised that this phenomenon was caused by clogging of the air/water nozzle with pieces from waste cloth, paper towels, etc. Due to inappropriate reprocessing. The instruction manual of the subject device states appropriate handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was found that the air/water nozzle of the subject device was clogged. The field service engineer of olympus china inspected the subject device on-site and found that the air/water nozzle was clogged with foreign materials like pieces of paper, and then replaced the clogged air/water nozzle to new one. The reprocessing method of the subject device at the user facility is unknown. There was no report of patient injury associated with this event.